Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A other healthcare professional reported with description not engage when attempted to insert during the intraocular lens (iol) implant procedure. Additional information has been requested and received stating there was no patient harm.

Manufacturer narrative:
The lens was returned advanced to the nozzle entry area of a qualified company cartridge. Inadequate viscoelastic was observed in the cartridge. No viscoelastic was observed in front of the lens. The cartridge had evidence of placement into a handpiece. The company cartridge was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. The lens was evaluated after removal. The optic had scrapes and a large crack near the trailing optic edge. The crack was perpendicular to the fold patch. This damage may indicate a plunger override occurred. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated the root cause for the reported ¿did not engage¿ may be related to a failure to follow the IFU. The lens was returned advanced to the nozzle entry area of the cartridge. No viscoelastic was observed in front of the lens. Cartridge top coat dye stain testing was conducted with acceptable results. The optic had damage that may indicate a plunger override occurred. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).